Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left shoulder arthroplasty. Subsequently, the patient has been indicated for a revision procedure due recurring posterior dislocations, potential edge loading, and poly wear. No additional patient consequences were reported.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned, no visual and dimesional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. A definitive root cause cannot be determined, however, the complaint may be revised upon return of devices or further information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.